Manufacturer narrative:
Date rec¿d by MFR: 01oct2019. Date of report: 02oct2019. The manufacturer¿s service technician was unable to confirm the reported system leak test failure issue. The manufacturer¿s service technician retested the device and the device passed all testing. No parts were replaced to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Caller reports that the system leak test (pvt test 2) is not passing. There was no patient involvement. Event date not specified, estimate used.